Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team; philips received a complaint regarding the heartstart xl+ defibrillator, citing a malfunction in the right paddle, which was attributed to poor paddle contact. There was reportedly no patient involvement. During the maintenance check, the issue could not be replicated, and no other problems were identified; the defibrillator is operating within the manufacturer's specifications, and in order to address the concern, it is recommended that the external paddles be replaced. Based on the information available and the conducted testing, the cause of the reported problem was attributed to a faulty paddle contact. To address the issue, philips recommended replacing the external paddles; it has been concluded that no further action is necessary at this time, and if additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the right paddle is not working correctly. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.